Manufacturer narrative:
Operative notes from the revision surgery confirm that the femoral and tibial components were well fixated. The revising surgeon indicated that the tibial component was internally rotated approximately 20 to 25 degrees and the femoral component was internally rotated 5 to 8 degrees. Internal rotation of the femoral component may cause substantial lateral or medial laxity in flexion. Internal rotation of the tibial component may cause anterior knee pain and instability. No devices or photos were provided; therefore, the condition of the components is unk. Radiographs were not provided. The complaint cannot be confirmed. Based on the available information, a definitive root cause cannot be ascertained at this time. Device history records were reviewed for all components and found to be conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised due to pain and instability.